Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: during a customer call yesterday (on (B)(6) 2026), customer reported the following complaints: customer requested that infusion reporting be available that shows when a basic infusion is programmed after a failed interoperability programming attempt. Customer reported that when infusing medications on the pump module, there are staff reports of infusion ending early when volume remains in the channel. They feel the volume that remains is in excess of expected 5-10% overfill. There was no reference of patient harm in relation to this event, nor dates associated. Customer informed a product complaint would be placed.